Event description:
It was reported that the patient with a heartmate ii since 2018 and suspected pump thrombosis. There was no further evidence that the patient had thrombus but continued to be monitored and the anticoagulation target increased. The patient was reported to be clinically well. However, presented with a linear tear in the silicone of the driveline which was likely consequence of silicone twisting. The tear was protected with rescue tape. There were no alarms or symptoms. The data showed no trends that would lead to suspect thrombosis. However, it was recommended to continue to rely on the clinical data to monitor the thrombosis. Additionally, the driveline fault detection circuitry data indicated that the driveline was functioning as intended. The data did show some early signs of degradation but was still well below the threshold of alarm and was to continue to monitor the values for future log file evaluations. No surgery was needed for the driveline issue. The tear was worth noting but only required securing the affected area with silicone tape.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump thrombosis could not be confirmed through this evaluation. Additionally, the reported superficial driveline damage could not be confirmed. A specific cause for the damage could not be conclusively determined through this evaluation. The submitted log file contained events from 31dec2025 through 07jan2026. No notable alarms or events associated with the pump, or significant fluctuations in pump parameters were captured. The pump appeared to function as intended and operated at or above the low-speed limit for the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU and the heartmate ii patient are currently available. The IFU lists adverse events, including device thrombosis, that may be associated with the use of the heartmate ii lvas. The IFU, "patient care and management," outlines the recommended anticoagulation therapy and international normalized ratio range. It also outlines indications of pump thrombosis, as well as how to respond to such events. The IFU, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.